Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during inspection of the device while preparing for the procedure, it was observed that the stylet on the end of the hydratome rx had pierced the catheter. There was no visible damage to the packaging. A second hydratome rx sphincterotome was used to complete the procedure without complications.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.